Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent out of range shock impedances. This observation was made approximately 4 months post implant. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew as the root cause for the observation, and recommended invasive evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.